Event description:
Blood leak developed during dialysis with a 1st-use dialyzer. This dialyzer was preprocessed, and had been exchanged for a dialyzer which developed a blood leak during it's 2nd use (reported separately). This dialyzer had to be exchanged, also. As a result of this second dialyzer exchange, the pt incurred an estimated blood loss of approximately 250 cc, for a total estimated loss of 500 cc of blood.